Event description:
It was reported that during npwt, the renasys touch device gave a constant full canister alarm while using a 800ml canister when the canister was not full. The treatment was completed with a back-up device and canister. No patient injury or procedure delay reported.

Manufacturer narrative:
The devices used in treatment have not been returned for evaluation, nor photos to review. Due to this it has not been possible to establish a relationship between the devices and reported events. If the devices are returned then this evaluation will be re-visited. Therefore, the root cause is undetermined at this time. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history for the reported event has been reviewed, revealing further instance which are being monitored to determine if additional corrective actions are required. However, this investigation is now complete. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.